Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition as a result of inappropriate right ventricular (rv) pacing secondary to rv undersensing. Technical services (ts) reviewed programming options, which the clinician planned to discuss with the physician. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).